Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they had the device and it only worked a short time. They were having to use adult diapers and most times at night I didn't know I had to go. They wanted it removed multiple times, but their doctor would just tell them to reach out to the manufacturing representative (rep) . They would play with the device and it would work for a week or 2. After 8 appointments, they went elsewhere and had it removed.